Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular exhibited noise oversensing, causing pacing inhibition. Programming changes were made and the patient was in stable condition.

Event description:
New information noted that the right ventricular lead was capped and replaced on (B)(6)2024. The patient was in stable condition throughout the procedure.